Event description:
The customer reported that the insulin pump had been exposed to water and the backlight did not turn off. The battery was changed and the device still did not respond. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a frozen display and the backlight can not turn off as a result of a corroded electronic and motor assembly.